Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: a review of the black box showed multiple call service 064 motor alarms. The battery compartment and cap were undamaged and able to fit. The pump alarmed with a call service 064 alarm upon the first load attempt. The reported rewind issue was duplicated. The pump cover was removed, and no intermittent conditions were found to the motor flex/connector. Inspection found a defective internal motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.